Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Target device gamma3 broke. Locking at distal end not possible.

Manufacturer narrative:
The evaluation revealed the target device gamma3® 300x160mm to be the primary product. Any further products were not reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The returned target device was assembled to a sample gamma3 trochanteric nail with a sample nail holding screw, and a ¿pre-operative check¿ as requested in the IFU before surgery was performed using sample instruments (see ¿functional inspection¿). The targeting sleeve could be locked without any problems, and the drills passed all drill holes without any contact to the nail. Thus, the returned target device was proved fully functional. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Target device gamma3 broke. Locking at distal end not possible.